Event description:
During preventative maintenance of the device, the field service representative reported that the red cap was missing on arterial pump. Unit was repaired in field. Since the event occurred during preventative maintenance, there was no patient involvement during this event.